Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace instrument was broken and fell into the patient¿s cavity. The fragment was retrieved during the same procedure. The issue prolonged the procedure and did not occur during activation of the instrument. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no damage observed. When the customer used the instrument for longer than an hour to dissect the tissue, the instrument broke and the fragments fell into the patient. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened. There was no resistance when removing. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury or harm due to the prolonged procedure and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Observed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the teflon pad of the harmonic ace instrument was broken and fell into the patient¿s cavity. The fragment was retrieved during the same procedure.¿ failure analysis found the primary failure of clamp arm teflon pad damage to be related to the customer reported complaint. Visual inspection of the instrument found the teflon pad to be detached at the arm, however, remained in one piece and was returned with the instrument. No thermal damage was found. No pieces were missing. The curved blade was inspected, no physical damage was observed. The root cause for the damaged teflon pad is typically attributed to mishandling/misuse. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# sk1945. This is a single-use instrument. An event verification confirmed the cardiac procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is being reported due to the following conclusion: it was alleged that the teflon pad of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. The procedure was delayed. Failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to mishandling/misuse. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.